Event description:
It was reported that; the patient had migration of the peek cage, and loosening of screws.

Manufacturer narrative:
Date of implant: (B)(6) 2014. Date of explant: (B)(6) 2014. Method: risk assessment; result: device history review could not be performed because the reported lot is not a valid lot number and the correct lot code cannot be confirmed with the provided product information. Device evaluation could not be performed as no items were returned. Complaint history review could not be performed because the reported lot is not a valid lot number and the correct lot code cannot be confirmed with the provided product information. Conclusion: the event could not be confirmed nor the root cause of the reported event determined because no device and/or insufficient information was provided for review.

Event description:
It was reported that; the patient had migration of the peek cage, and loosening of screws.